Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during rewind due to corroded motor home switch. Insulin pump received with cracked case at display window corner, cracked reservoir tube lip, cracked belt clip and minor scratches on display window.